Manufacturer narrative:
H3 other text : remote service personnel evaluated device.

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that device ECG lead test failed. There was no patient involvement. Based on the information available and the testing conducted, the cause of the reported problem was due to the defective ECG cable. The reported problem was confirmed. Based on the information available, customer has replaced the ECG cable from their own stock. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after customer has replaced the ECG cable from their own stock. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.